Event description:
Per the clinic, the patient developed an infection at the implant site and was subsequently treated with oral antibiotics (specific date and duration not reported). The patient has also experienced no significant benefit from the device. Subsequently, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.